Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Therapy was reportedly restored postoperatively.